Event description:
Note: this report pertains to one of two maxforce biliary dilatation balloons used in the same procedure. Manufacturer report # 3005099803-2011-03209 addresses the first balloon, and manufacturer report # 3005099803-2011-03210 addresses the second balloon. It was reported to boston scientific corporation on (B)(6), 2011 that two maxforce biliary balloon dilatation catheters were used during an endoscopic retrograde cholangiopancreatography (ercp) with balloon dilatation procedure performed on a 111 year-old female patient on (B)(6), 2011 (patient weight is unknown). According to the complainant, during the procedure, the balloons would not stay inflated inside the common bile duct of the patient. The balloons were tested after the procedure and a leak was noted; it was thought there were holes in the balloons. It was confirmed that the balloons did not burst and no pieces of the balloon detached in the patient.. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient weight is unknown. (B)(4): for the reported event of hole in balloon material. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two maxforce biliary dilatation balloons used in the same procedure. Manufacturer report # 3005099803-2011-03209 addresses the first balloon, and manufacturer report # 3005099803-2011-03210 addresses the second balloon. It was reported to boston scientific corporation on (B)(6) 2011 that two maxforce biliary balloon dilatation catheters were used during an endoscopic retrograde cholangiopancreatography (ercp) with balloon dilatation procedure performed on a (B)(6) female patient on (B)(6) 2011 (patient weight is unknown). According to the complainant, during the procedure, the balloons would not stay inflated inside the common bile duct of the patient. The balloons were tested after the procedure and a leak was noted; it was thought there were holes in the balloons. It was confirmed that the balloons did not burst and no pieces of the balloon detached in the patient. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the returned device revealed kinks and indents in the catheter portion of the device. Functional testing was performed; however the balloon could not be inflated due to a pinhole in the balloon material, located at the proximal edge of the distal radiopaque (ro) marker. Examination of the ro markers found no anomalies. The condition of the returned device is consistent with the report that a hole was noted in the balloon. The most probable root cause for this complaint is operational context; this failure occurs when anatomical or procedural factors encountered during the procedure limit the performance of the device (e.g., the balloon comes in contact with sharp exterior source). A review of the device history record (DHR) was performed and no anomalies were noted.